Event description:
During l1-s1 fusion, md experienced difficulty. While torquing one of the bone screws, it broke. The screw was replaced and the procedure was completed without incident. Pt is healing as expected.